Event description:
The facility reported five patients have now diagnosed with tass. We are looking at everything that was used during the procedures, custom paks and bss. We are also looking at our process. Follow-up info was rec'd in 2008: full visual acuity has been achieved and the pt continues treatment with topical steroids. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 11/13/2008.